Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated against the complaint. The impactor cap exhibits a radial fracture from the center axis through the entire part. Small hairline cracks can also be observed on the top of the cap near the threaded screw hole. No signs of irregular wear were observed on the impactor insert. Metal particulates are embedded in the surface of the cap. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that an instrument cracked during surgery. No harm or injury to the patient. Surgery continued with no problems.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: it was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.